Manufacturer narrative:
This issue is the subject of a field corrective action that has been reported to the FDA cdrh office of compliance. This report is intended to serve as both the initial and final medical device report on this matter.

Event description:
In pressure control ventilation mode, the ventilator can be caused to over pressure when placed under single fault condition(s). It was determined through in-house validation work on a new version of control software, that when in pcv mode the ventilator would over pressure when the patient sensor was not connected in circuit or (to a lesser degree), when the patient sensor tubing was occluded (i.e. Single fault condition applied). When the patient sensor was not connected, delivered pressure rose over 2 to 3 breaths to the internally set limit of 50 cm h2o and was repeated for each subsequent breath. The fault condition was worst with the paediatric bellows and 15mm patient breathing circuit setup (smaller volume). Nb: this matter has not been raised as the result of any adverse incident report to spacelabs healthcare but was identified in-house, under test conditions.